Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report excessive button error alarms. The insulin pump has also fallen into the couch many times. Blood glucose reading was 700 mg/dl. There was a hospitalization for high blood glucose 3 or 4 months ago. Blood glucose reading at the time of the hospitalization was over 700 mg/dl. Customer had vomited prior to calling the paramedics. The customer was hospitalized for 2 and a half days. The cause was determined to be the bent cannula on the infusion set. Customer just checked blood glucose and it is now 338 mg/dl so it is coming down. The customer stated that he is feeling fine. Advised that the insulin pump will be replaced. Nothing further reported.